Manufacturer narrative:
No product is being returned for evaluation.

Event description:
During audit on nov 8, 2007 of the clinical file, it was indicated that the anchor broke, and was removed during a surgical rotator cuff repair. There were no injuries or complications reported. The surgeon used another anchor to successfully complete the case.